Event description:
Same case as MDR ID: 2134265-2015-02071. It was reported that a rotawire fracture occurred. A 1.50mm rotalink¿ plus and rotawire were selected and advanced to treat the target lesion. Rota cocktail was continuously injected and no anomalies were noted on the gas connection and the other devices. During preparation, rotational test was performed outside the patient and it was then observed that the burr separated the rotawire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).